Manufacturer narrative:
B3-date of event is estimated.

Event description:
It was reported patient experienced fall, and both leads exhibited high impedance and programming unable to provide effective therapy. As such, surgical intervention may be pending to address the issue.

Manufacturer narrative:
The event of impedance issues was reported to abbott. System checks revealed high impedance. The patient's surgery was canceled, pending rescheduling. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.